Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (b)(64), implanted: (B)(6) 2008, product type: lead. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had their device removed because it didn't work for them. They had to replace lead wires twice, and they opened up their spine twice. The first one slipped, the stitch came out and moved. When the surgeon went back in to fix the issue, they had to replace the lead wires. The spinal cord stimulator device was explanted. No symptoms were reported. It was reported to be in the summer of 2010. The device was no longer implanted. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.